Event description:
Technician alleged that the brake caster is ratcheting while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.